Manufacturer narrative:
MDR (B)(4) / initial 1 of 2. E1: (B)(6). Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced bent cannula. The event resulted to hyperglycemia and the patient treated the elevated blood glucose level by administering a correction injection via mdi.